Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one intermate elastomeric device was observed with a ruptured bladder. According to the report, the customer stated that this event was noted during filling of the device with a sodium chloride solution. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:visual inspection and microscopic inspections were performed. The ruptured bladder was confirmed; however, the root cause could not be determined.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.